Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure a complete se peripheral stent was implanted in the sfa of the right leg (r-1) to treat a scaled perforation. Two complete se peripheral stents were implanted in the sfa of the right leg (r-1) and three in.pact pacific balloon catheters were used during a revascularization. Approximately 44 months post index procedure and 18 months post revascularization, the patient suffered occlusion in the sfa of the right leg. This was treated with non-medtronic pta and non-medtronic stenting. The investigator assessed that the event was not related to index procedure, but possibly related to index device and antiplatelets medication. The event is resolved.

Manufacturer narrative:
The event term was updated to thrombotic occlusion of sfa right leg. Rotarex was also used to treat the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec assessed the event as related to the device, but not related to the procedure or paclitaxel medication. If information is provided in the future, a supplemental report will be issued.